Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for missing package item(s). Customer stated that she had just purchased a meter kit with the included lancing device, and it stated that the clear cap for forearm testing was included but that it had not been in the box. The package was not open or damaged when the customer had purchased it. Customer declined to perform a test as she is a forearm tester and due to not having the clear cap, she had stated she would not test.

Manufacturer narrative:
Sections with additional information as of 29-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities were observed.